Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely elevated potassium patient results. The trend review by the product list number found no trends related to this issue. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified. Section a1 patient identifier sids provided: (B)(6).

Event description:
The customer reported falsely elevated potassium results generated on the architect c8000 analyzer on two patients that were not reported out of the laboratory. The following results were provided: (B)(6) = 7.4 / 5.5 /5.4 mmol/l (B)(6) = 6.5 / 4.9 / 5.0 mmol/l reference range: 3.6-5.4 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium results generated on the architect c8000 analyzer on two patients. The following results were provided: pt 1 = 7.4 / 5.5 /5.4 mmol/l pt 2 = 6.5 / 4.9 / 5.0 mmol/l reference range: 3.6-5.4 mmol/l no impact to patient management was reported.

Event description:
The customer reported falsely elevated potassium results generated on the architect c8000 analyzer on two patients that were not reported out of the laboratory. The following results were provided: (B)(6) 2024 sid (B)(6) = 7.4 / 5.5 /5.4 mmol/l. (B)(6) 2024 sid (B)(6) = 6.5 / 4.9 / 5.0 mmol/l. Reference range: 3.6-5.4 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier sids provided: (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.